Manufacturer narrative:
Investigation summary: two photos were provided. One photo shows a syringe upside down. It is clean like it has not been used. It has no scale marking. The other photo shows a syringe with spots of red solution over the stopper and up to the barrel flange. Failure mode is verified. The missing scale marking occurred during the assembly printing process. Root cause for the leakage is undetermined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 2nd complaint for the lot# 8270788 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 8270788 during this production run.

Event description:
It was reported that bd luer-lok¿ syringe leaked out into the body of the syringe. This occurred on 2 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe leaked out into the body of the syringe. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no.: 309653 batch no.: 8270788. It was reported the solution leaked out into the body of the syringe. Per email: we have had recent occurrences of our 60 ml syringes leaking during use. Ref (B)(4) lot 8270788. On (B)(6) 2019 we have had the solution we are measuring leak out into the body of the syringe. Please see attached example. We have had multiple instances on the each day. We will continue to monitor. We also had a syringe on (B)(6) 2019 that did not have any printing on the syringe."